Event description:
It was reported during the implant procedure that the lead was not used as the physician felt the lead was damaged. The lead was not implanted, and no patient complications resulted from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted.